Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information was received that this ra lead is actually the right ventricular (rv) lead. This rv lead had exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.